Event description:
It was reported that the patient's right atrial (ra) lead had a revision procedure. The ra lead was capped and replaced on (B)(6) 2023. No patient condition was reported.

Manufacturer narrative:
Correction section g3 and h6: the awareness date should have been 24 jan 2024 and the coding should have been over-sensing of noise.

Event description:
New information received notes that the event was first observed via merlin.net transmission. The transmission showed the right atrial (ra) lead exhibited noise. The patient was in stable condition.

Event description:
New information received notes that the right atrial (ra) lead was oversensing noise and led to inaccurate diagnostics.

Manufacturer narrative:
Correction: section b5: missing b5 from the last report. New information received notes that the right atrial (ra) lead was oversensing noise and led to inaccurate diagnostics.